Event description:
It was reported to boston scientific corporation that during a procedure (female patient; weight is unknown) using a cre balloon dilatation catheter, the balloon "popped" when it was inflated. According to the complainant, the device was removed, and replaced with a different device (unknown product/manufacturer). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Visual examination of the returned device noted a longitudinal tear in the ballloon. The cause of the balloon rupture is undetermined; however, it is likely attributable to procedural use (operational context).